Manufacturer narrative:
Data logs showed that the pump stopped immediately with a sudden motor current spike accompanied by the occurrence of the "impella stopped - motor current high" alarm; no other pump stop alarms triggered. The pump was unable to be restarted. The pump stop was preceded by a gradual decrease in motor current and placement signal over 1.5 hours. About 10 minutes after the pump stop, a brief "impella in ventricle" alarm triggered. The pump was in proper position prior to the pump stop. In conclusion, and after reviewing the clinical information, it was determined that the cause of the ventricle perforation was most likely improper positioning of the device. The cause of the pump stop was not determined since product was not returned.

Manufacturer narrative:
No product has been returned for analysis as it was discarded at the time of explant. Further clinical details have been requested but, not yet relayed to manufacturer. Upon completion of the investigation, a final report will be filed regarding the tamponade and pump stop.

Event description:
The medical center in switzerland placed an impella cp heart pump for support of a patient suffering from cardiogenic shock. The impella cp was placed within the left ventricle, but due to the patient's obesity the visualization of its position was complicated. Echo imaging was not optimal. During the support there were suction alarms that prompted the team to attempt pump repositioning. During that repositioning there was a diagnosis made of a tamponade. The team began CPR and during the attempted CPR the pump stopped and the patient expired.